Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a low insulin alert and the customer was unable to clear it. Reportedly, the customer was intending to change out the cartridge, but was unable to do so due to the frozen alert on the screen. Customer then received an empty cartridge alarm as expected, and the low insulin alert cleared. Customer stated that they typically wait until they receive an empty cartridge alarm to change out their cartridge. Customer's blood glucose level was not impacted.